Event description:
The device was used during a salpingectomy procedure. Reportedly, the instrument was difficult to open. The surgeon used cautery and clips to remove the instrument. The hospital has reported the pt's condition is satisfactory.